Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The device was successfully verified prior the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. The device meets specification as per service installation record. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the surgeon reported that the toric alignment overlay was turned on, the surgeon also did a manual axis mark and reported that the toric overlay was twenty degrees off from the manual axis. The overlay showed an axis of one hundred and sixty but when it was manually checked the axis was actually at one hundred and eight which was measured incorrectly. Calibration was checked at the morning of surgery and confirmed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.2.b. The correct procode was updated. The manufacturer internal reference number is: (B)(4).